Manufacturer narrative:
Add'l catalog #: 72402287, 72401956. Add'l serial #: (B)(4). Should additional info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent. This event is captured in our labeling as a foreseeable event.

Event description:
A (B)(6) female with obstetric trauma was implanted with an acticon device on (B)(6) 2000. On (B)(6) 2001 the cuff was adjusted. On (B)(6) 2002, the cuff was revised. On (B)(6) 2010, the entire device was removed from the pt and replaced due to fluid loss.